Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The patient was assessed to transfer using the sara flex. She had been successfully transferring with the sara flex. On saturday (B)(6) 2024 the patient was no longer able to support herself as well causing the sling to ride up under her arms. The transfer from the toilet was completed. The patient complained of sore upper arms. Later she was transferred to the hospital and was demonstrated that she had vascular injury of the upper arm. The patient sustained chest wall hematoma that required hospitalization

Manufacturer narrative:
It was reported that a patient was assessed by caregiver to transfer using the sara flex active floor lift. The transfer was conducted without any problem with the sara flex. On saturday 20-apr-2024 the patient was no longer able to support herself which caused the sling to ride up under her arms. The transfer from the toilet was completed. The patient complained of sore upper arms and was transferred to the hospital. The sara flex instruction for use contains information that: "before use the caregiver should always consider the patients/residents medical condition, physical and mental capabilities." In addition the patient/resident must be able to bear weight on at least one leg and have some trunk stability be able to sit on the edge of the bed. To sum up, the patient was no longer able to support herself. Based on the information provided in the complaint, the patient had pre-existing diseases and medical conditions that could have caused the patient to become weak during the transfer. The patient condition might have influence on the reported injuries. To sum up, the arjo active floor lift was used. No device malfunction was reported. The complaint was decided to be reportable due to sustained serious injury by the patent after the transfer.

Manufacturer narrative:
Additional information will be provided upon invvestigation conclsuion.